Manufacturer narrative:
Batch review performed on 02-october-2025. Gmk-spherika 02.12. Ka06r gmk spherika femoral component s6r cemented (k211004) lot 2308270: (B)(4) items manufactured and released on 21-jun-2023 expiration date: 2028-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1205r tibial tray fix cemented s.5r (k090988) lot 2315165: (B)(4) items manufactured and released on 20-sept-2023 expiration date: 2028-09-04. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.0511fr gmk-sphere tibial insert - flex s5r - 11 mm (k140826) lot 2311181: (B)(4) items manufactured and released on 13-jul-2023 expiration date: 2028-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: approximately six months after the primary implantation of a tka, the patient reported anterior knee pain. The presumed cause was identified as patellofemoral pain syndrome, associated with patellar bone remodeling, which led the surgeon to schedule a patellar resurfacing procedure. However, the surgery was not performed due to the patient's decision. From the available x-ray images, a patella alta and lateral patellar tilt are clearly visible in the preoperative images, indicating that this condition is intrinsic to the patient. The postoperative images show good positioning of the femoral and tibial components. Therefore, the symptomatology in this case may be related to the baseline patellofemoral morphology and possibly to the progression of the patellar pathology after the implantation of the tka.

Event description:
Patient underwent tka on (B)(6) 2024. On (B)(6) 2024 at followup the patient reported anterior knee pain. Test for infection were negative. Surgeon conclusion was that the pain was due to patella remodeling and that it would naturally improved over time. On (B)(6) 2024 patient still reported pain. Surgeon scheduled patella resurfacing for (B)(6) 2025 but patient cancelled the procedure on (B)(6) and could not be contacted anymore. It is unknown if the patient underwent additional or revision surgery or any other treatment.